Manufacturer narrative:
Facility name: (B)(6). Reporter address: (B)(6). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4) or (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink,system continu-flo solution set leaked. The event occurred during cisplatin infusion. Approximately 10ml leaked onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.